Event description:
Apothecary products llc., received a report from the customer alleges she had a laceration to her thumb while cutting a pill with our product. She was treated at the emergency room and her cut was treated. The patient bought our product with our customer publix. Our product warning, states that the blad is sharp stainless steel blade, direct contact with the blade needs to be avoided as it is very sharp.